Event description:
Patient had both an hm ii lvad implant and centrimag rvad implant. Daily assessments of centrimag rvad cannulas revealed known small area on inflow cannula just outside the pump that was suspicious for fibrin clot. A month after implantation, the suspicious area on the inflow cannula was no longer seen but the outflow cannula revealed an area of clot that had extended from approx. 4 inches from pump to approx. 2 feet of cannula. The team was immediately notified and the rvad pump and rvad inflow and outflow external cannulas were replaced at the bedside. At time of event, patient was receiving bival @0.082mg/kg/hr and full strength asa with last ptt 76.4. Following the cannula exchange, patient also started on persantine 75mg tid.